Manufacturer narrative:
The review of the prismaflex m100 set complaint history files and device history record for lot number 14i1704g shows one similar complaint which was from the same event. The prismaflex m100 set was not returned for investigation since it was contaminated. Nevertheless, a movie was provided which showed the presence of several effluent droplets behind the support plate for the effluent pump segment. This suggests the possibility of a leak at the level of that segment. There was no leakage reported during the priming of the product and beginning of treatment before the event. The exact root cause of the reported event remains unknown.

Event description:
A hospital reported there was an external dialysate leak on a prismaflex m 100 filter set during treatment; there was no adverse event to the patient. The date of the event is unknown but estimated to be (B)(6) 2015. No additional information has been received.